Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found that external insulation abrasion was noted at 6.5 cm to 7.6 cm, 6.7 cm to 6.8 cm and 30.0 cm to 30.4 cm from the connector pin consistent with lead friction to the device can.

Event description:
This report is to advise of an event observed during analysis.